Event description:
Additional information received: a. Was there any surgical delay? If yes, what is the duration of the delay? No delay. B. Was/were there any patient consequence/s related to the event? No. C. Was there any allegation against pinnacle sector ii cup 50mm (121722050/j35y20)? No. D. Was there any previous surgery due to dislocation? No. E. Please provide the information why the cup was revised? Was there an indication that the cup was mal-positioned that contributed to dislocation (if cup were also revised)? The cup was removed to open up more options, with it being a 50 cup we would've only been able to do a 22 +4 or +7 with are dual mobility.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to multiple dislocations. Cup was removed and replaced with a zimmer cup and dual mobility. It looked to have some metallosis around the neck and head. Surgical delay unknown. Doi: (B)(6) 2019, dor: (B)(6) 2024, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing records evaluation (mre) was perform, and no non-conformances or manufacturing irregularities were found. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot no non-conformances or manufacturing irregularities were found. Manufacture date was 25-apr-2019. Quantity manufactured was (B)(4). Expired date 31-mar-2024. H11 additional narrative: added: h4 corrected: d4 (lot, primary UDI number, expiration date).